Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the service technician reported that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11 and h6 have been updated. A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The event code was observed in the device log however it was not logged on the reported event date. After replacing therapy pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker product analysis center (pac) evaluated the removed part and was unable to duplicate the reported issue. The root cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. The reported issue was isolated to the therapy pcb assembly. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the service technician reported that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.